Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v436858, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient was having issues with interstim therapy. The patient had reprogrammed with representative and was calling to get back in touch with representative . The patient was having issues with implantable neurostimulator (ins) therapy. The patient met the manufacturer's representative to adjust stim and the result "isn't right" and the patient was unable to have stim turned back on. Event date: 2014. Issues began about a year ago sometime in 2014. The representative was aware. Following programming and being unable to turn stim back on,the patient had called the manufacturer's representative 2 times and left voicemails with no response. Hcp (healthcare provider) office will also be calling the representative. Patient to follow up with hcp. It was also noted: patient was having issues with her device-and was unable to reach her representative and was upset. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient noted that the representative moved the patient from level one to level 3 and it was uncomfortable. The patient had pain in the rectal area. Stimulation was put back on number one and turned down. The inability to turn stimulation on had been resolved.